Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place due to screw (locking cover) backing-out. Revision surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Signs of use, including isolated loss of anodization, were observed on each implant, but no damage to the locking mechanisms were observed. A definitive root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place due to screw backing-out. Revision surgery took place (B)(6) 2018.